Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was unable to issue the medication. A technical support specialist (tss) confirmed that the customer was able to issue the item. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open after entering witness credentials to issue meds. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.